Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed that the lead body damage and difficult-to-position allegations were not confirmed. Visual inspection revealed no abnormalities. The lead body and tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully as it had prolapsed in the coronary sinus and put a permanent bend on the end of the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully as it had prolapsed in the coronary sinus and put a permanent bend on the end of the lead. The lead was never in service. No adverse patient effects were reported.